Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have the device re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have the device re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. A new device was successfully implanted. No additional adverse patient effects were reported.